Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and keypad anomaly. Customer stated that there was no response from any button. It was reported that the insulin pump had recurring frozen display. The customer reported that the insulin pump had failed battery insert a new battery and tried but it did not worked. It was reported that the display was flashing white. The troubleshooting was performed and was advised to insert a new battery and display returned after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Power connector plug in and locked in place properly. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. Device passed displacement test, active current measurement, and sleep current measurement. No failed battery alerts or power anomalies noted during testing however, device received with corroded battery tube.